Event description:
It was reported that during a shoulder procedure using speedscrew 5.5 implant with inserter handle, the implant broke away from the inserter while it was being implanted. The broken implant was removed and a second speedscrew 5.5 was implanted; however this implant broke upon tensioning, and was removed as well. A new bone hole was drilled and the procedure was completed successfully using a third speedscrew 5.5 implant. There were no significant delays or patient complications reported as a result of this event.